Event description:
Lisa, the wife of william widican, reported that the wake button was not working, there were difficulties attaching the cartridge to the pump, and the stop insulin button was being pressed frequently. There was no adverse impact on the customer¿s blood glucose level. The customer declined to troubleshoot with technical support, and no further actions were taken; however, it was noted that the customer is out of warranty and in the process of renewal.